Event description:
In this case, a 25mm valve was explanted after an implant duration of 5.8 months due to aortic regurgitation (ar) and prosthetic valve endocarditis (pve) caused by infective endocarditis (ie). On (B)(6) 2012, a magna ease valve, model 3300tfx-25mm, was implanted. On (B)(6) 2013, the valve was explanted and replaced with a magna ease valve, model 3300tfx-23mm to correct ar. The customer was asked and has affirmed that the device did not cause or contribute to the event. Initial information was learned through (B)(6) implant patient registry. The device will not be returned because of the infection.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Through follow up with the surgeon, additional information was received regarding the reason for explant. The device will not be returned for evaluation due to the presence of infection. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the hospital confirmed that the device was not the source of the infection and it did not cause or contribute to the event. However, the source and type of infection were not disclosed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 25mm valve was explanted after an implant duration of 5.8 months due to unknown reasons. The valve was explanted and replaced with a magna ease valve, model 3300tfx-23mm. No further details were provided.

Manufacturer narrative:
Device not returned. The device history record (DHR) review is currently in process. The device will not be returned due to infection. No patient history or status has been provided. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the health care provider has disassociated the valve as the source of the infection. However, the source and type of infection has not been disclosed.